Event description:
It was reported that the neptune started smoking in the middle of a case. Another unit was available to complete the procedure. There was no medical intervention required and no adverse consequences.